Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14929. It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing from their implantable cardioverter defibrillator on (B)(6) 2020. Patient was brought in for programming on (B)(6) 2020. Additional right ventricular lead noise over-sensing was seen on a remote transmission. Patient was brought in to disable shock therapy on (B)(6) 2020. Lead revision was discussed with a healthcare provider. Patient was stable after the event.